Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a fluid leak from the hydraulics which caused an of 95 degrees alarm and burned out the thermistor. The machine had no power following the event. The biomed stated that the clinic staff had put the machine into heat disinfect when shutting down the clinic for the night. The biomed stated that there was a gap in the coating of the cable of the thermistor with caused the cable to deteriorate and short out. The end of the probe of the thermistor was charred and blackened. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine was seven years old and the thermistor was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the blackened and charred thermistor. The biomed replaced the thermistor, which resolved the issue. The unit was not returned to service at the user facility as two back up machines were being used. No parts were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.